Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via letter that they were hospitalized due to hyperglycemia and diabetic keto acidosis on (B)(6) 2021 with blood glucose level of above 500 mg/dl. The customer was treated with insulin drip and magnesium. Customer stated that the insulin pump had critical pump error alarm. It was unknown that customer was using the auto mode feature at the time of incidence or not. The insulin pump will not be returned for analysis